Event description:
It was reported that during a lap nissen fundoplication, the device gave an error 5. Used another like device to complete the case with no pt consequence. The blade of the device broke off outside of the sterile field.

Manufacturer narrative:
Date sent: 05/20/2008. Info anticipated, but unavailable at this time. .